Manufacturer narrative:
The customer tried a different set of calibration material by changing the reference reagent and wash solution, and then primed, which did not resolve the issue. The customer technical support (cts) assisted the customer with priming the ise module with the module up to check for bubbles in lines. The customer indicated that fluid was seeping from the chloride electrode port. The cts had customer reseat the chloride electrode making sure that the quad ring sealed properly and had the customer clean up the leak. The issue was resolved. Service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that after the chloride electrode tip was replaced, by the customer, as part of maintenance, ise calibration failed on the unicel dxc 600 pro synchron chemistry analyzer. No injury, operator exposure, or impact to patient treatment was reported for this event.